Event description:
It was reported that the insulin pump alarmed button error and buttons were unresponsive. Troubleshooting was done. Customer's blood glucose was 140 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump had an intermittent button, due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked case on display window corners, cracked battery tube threads and belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)